Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for a biliary/gallbladder indication.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the sheath broke during the axios stent first flange deployment. Another axios stent was used to complete the procedure there were no patient complications reported as a result of this event.